Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during use of the device for automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. This was described as ¿all bags were empty and that the floor and table were wet¿. Renal therapy services (rts) assisted the caregiver in ending the therapy session and removing the supplies. The home patient would reportedly complete drain 4/4 and last fill manually with capd (continuous ambulatory peritoneal dialysis) supplies. Rts reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.